Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they were about to shut off the old insulin pump, they received a pump error with a pump with an x and book. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to contact the healthcare professional for any updates on the insulin pump settings. The insulin pump will not be returned for analysis.